Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the associated test strips were analyzed on (B)(4) 2013 by lifescan product analysis. No issues were identified with the product during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing. The alleged issue was not observed. However, a secondary issue was observed where contamination was found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 6 months prior to contacting lfs. The patient reported a blood glucose result of "287 mg/dl" with the subject meter. The patient manages her diabetes with insulin pump therapy. Based on the alleged result, the patient administered her usual dose of novolog insulin. The patient alleged the result may not have been correct because she claimed she started to feel symptoms of sweat and confusion. The patient ate honey and bread right away as treatment so that she would not feel "extreme symptoms." The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.